Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of advent unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the dhs/dcs coupling screws, short (part#338.20) one of these devices is missing the entire threaded region of the distal shaft, it is no longer attached and was not returned, the complaint against this device is confirmed, the other device is in overall good condition, with no signs of damage along the shaft or at the threaded region, the complaint against this part is unconfirmed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the facility regarding the following 4 damaged parts (1 broken, 1 stripped, and 2 metal warped) that were identified in sterile processing. No patient . This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Device history review: the device history records could not be reviewed as the provided lot number (1006) could not be verified. Therefore, further investigation cannot be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.